Event description:
It was reported the patient¿s personal therapy manager (ptm) was giving him trouble. About two days ago he got a bolus denied with a 9 hour wait time. It was noted the patient really needed this bolus as he was in a lot of pain and this was part of "what drove me into the hospital.¿ it was also reported that because of his rheumatoid arthritis and the flu the patient had a pain "flair up" really bad. The patient had stopped taking his arthritis medications (embril) because about two years ago was getting chronic pneumonia and had three bouts of pneumonia and recently had the flu. The patient began to realize that maybe the embril had been causing these problems because it lowers the immune system. It was reported the patient had been in the hospital since (B)(6) 2014 and his pain flair up started the week before. It was noted it was increasing, but he didn't realize it was the "severe flair up.¿ it was also reported when he tried to walk "everything got in spasm and achy" and it just increased until finally last monday (2014-01-27) the patient ¿couldn¿t take this.¿ it was noted any movement was terribly painful. On (B)(6) 2014, the patient¿s healthcare provider (hcp) changed his bolus request to every hour and she "lowered the anesthetic" in the pump because the patient¿s right leg was "getting paralyzed¿ and it was noted this was ongoing for "quite a while" and started a couple months ago. The hcp had slightly lowered it a couple times, but this recent time lowered it a lot more. Since the dosage was recently lowered there had not been a problem except "one day here or there.¿ it was reported the patient was taking roxicodone and the managing hcp increased his dose from 30 milligrams (mg) to 45mg. The patient also received oral dilaudid, but it did not work for him. The pump was being used to deliver clonidine, bupivacaine, and dilaudid. It was further reported the patient was still having concerns regarding their device or therapy, but was working with their healthcare provider (hcp) or manufacturer representative. The patient had an appointment on (B)(6) 2014. It was reported intermittently the patient¿s right leg became completely paralyzed when receiving a bolus, which started several months ago. It was also reported when the healthcare provider (hcp) changed the dosage in the pump, lowered the bupivacaine, it was thought to be due to the antiseptic, but it was ¿getting serious.¿ it was noted what previously happened was that when the patient received a bolus in 5 minutes, within 45 minutes to an hour ¿it would be gone,¿ meaning paralysis. It was reported two weeks ago the patient got out of the hospital and used the bolus and woke up and could not move the right leg. This was considered unusual since it for the most part occurred right after doing a bolus. The patient woke up and did not give himself a bolus for a number of hours and it did not go away, which surprised him. The patient woke up after sleeping a couple of hours and took a bolus before going to sleep, but it did not go away. It was further reported the patient was weak and ¿had rheumatoid arthritis and shot.¿ it was also reported the patient went to see his hcp for follow up, related to the pump. The patient took a bolus in the morning and it was fine and helped the patient¿s back pain, but one hour later in the waiting room, ¿it hit him¿ and the patient was paralyzed while he was in the waiting room and fell down. The patient was in the hospital from (B)(6) 2013 through (B)(6) 2014 and ¿had a hunch that might be in movement that catheter or line/pump in the back may have been migrated and pinched.¿ the patient was also in the hospital (B)(6) 2014 related directly to a rheumatoid arthritis flare up and because of paralysis the patient could not use the bolus to help him with the pain and was using increasing amounts of break through pain medication. It was noted the patient was using the personal therapy manager (ptm) sparingly because he was scared. It was also reported the patient would be seeing his hcp on (B)(6) 2014. It was reported intermittently when he takes the bolus, due to "one ingredient" the bupivacaine, at times the patient¿s right leg becomes "completely paralyzed¿ and states this usually occurred after a bolus request. The patient normally regained function within an hour of the bolus request. The patient¿s leg ¿started to let go¿ one and a half months ago at the physician¿s office and he ¿collapsed on the floor¿ on (B)(6) 2013 and was hospitalized. It was noted the ¿pain people¿ at the hospital were more focused on his cellulitis more than the fall. The cellulitis was in his left leg and it started after the pump was implanted, but it was later reported the patient had persistent cellulitis that began in the last six months. It was further reported the hcps thought the paralysis might be caused because they suspected the catheter had migrated and it was impinging on a nerve. The fall was never reported to the managing hcp, but the patient was to see her on (B)(6) 2014. The hcp had changed the pump settings twice in the last six months. It was reported the patient was unstable and falls a lot since the pump was implanted and the paralysis was very alarming. It was clarified the patient woke up with his right leg paralyzed on (B)(6) 2014 after taking the bolus the night of (B)(6) 2014 and it resolved (B)(6) 2014. The patient was admitted at the time for an ra flare up. It was reported this was caused because the patient stopped taking the ¿biologic¿ medicine. After the paralysis event the patient was scared to use the ptm because the event was a ¿mystery¿ and did not know why it only happened with boluses. It was noted a magnetic resonance imaging (MRI) had not been performed. It was further reported the patient¿s memory was faulty.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).